Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. Customer obtained unspecified low sensor scans and experienced symptom of fatigue, and was unable to self-treat. Customer was taken to the hospital where a glucose reading of 350 mg/dl was taken on an hcp meter in comparison to a sensor scan of 50 mg/dl. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. Customer was diagnosed with hyperglycemia and received intravenous fluids for treatment. There was no report of death or permanent injury associated with this event.